Event description:
The following incident was called in but was reported by surgery technican: a patient had port implanted in 2001 (dx unknown). Receiving infusions at home (infusion product unknown). Parent noticed the day before the event that infusion had run very quickly. The site became edematous and port was explanted on the following day. Upon explantation, it was observed that the connection of catheter to port was not secure and that catheter had a perforation. Condition of patient following explantation was unknown.